Event description:
It was further reported that the ICD was explanted approximately nine months after implant and replaced. It was also reported that a low voltage lead, "electrically short circuited and failed" and "components" of the lead "may have been defective but are unable to be identified at the current time." The lead was explanted approximately two and a half years after implant. Replacement information is unavailable.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).